Event description:
It was reported via user facility report: "pt was admitted for removal of hardware in right knee due to loose components, causing pain." Operative report supplied states "..the femur was completely loose and came off without any impact whatsoever. ...circumferentially, the patellar component was removed and was felt to be loose. The tibial components was undermined and was not loose but had subsided..." Note that the implanted components were not mfg by stryker, but simplex cement was used.

Manufacturer narrative:
This is the same pt and event as report #9610726-2007-00044. It cannot be determined whether either of these devices caused or contributed to the event.